Event description:
The manufacturer received information that during the bipap a40 system silver device's evaluation at a philips' service center, the discovery was made that the ventilator is inoperative. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation of the device, the service technician noted from the device data that there was a defective eeprom (error code 20). Error code 20 is a ventilator inoperative code, and the printed circuit assembly (pca) was replaced due to this error. Additionally, the evaluation noted that the blower and outlet flow path were replaced as regulated by maintenance procedure to prevent failure. The unit was checked overall, cleaned and functionally tested.